Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a change in therapy effect. For over 5 years, the patient's pump dose was increased and no x-ray or other diagnostic testing was done. An x-ray was then performed and a catheter disconnect was noted. The hcp (healthcare provider) then "changed out the pump and started the pt over." Additional info has been requested, but was not available as the date of this report.